Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a dual-chamber implantable cardioverter defibrillator (ICD) patient with a defibrillation lead from a different manufacturer received inappropriate anti-tachycardia pacing (atp) and five high-voltage defibrillation shocks for atrial fibrillation (af) with rapid ventricular response (rvr) detected in the fast ventricular tachycardia (fvt) zone. Review of therapies delivered showed that less than the programmed or no high-voltage therapy was delivered for all five shocks. Review of the episode data and historical device data indicated the reduced and no-energy shocks were related to a suspected compromised defibrillation lead from a different manufacturer which had triggered short circuit protection (scp) during the first phase of delivery for all five shocks. The ICD remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the implantable cardioverter defibrillator (ICD) was explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.